Event description:
The facility reported an infusion pump with failure code 500:320. It is not known if this failure occurred while infusing on a pt. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. Info involving add'l contacts, pt demographics, medication involved and pump programming were requested but none was available.